Event description:
Customer reported a centrifuge bowl leak. Complainant: same as rptr. Customer called to report blood leak in centrifuge bowl. Customer stated that shortly after the start of cycle 1, she heard a noise coming from the centrifuge, and then the blood leak alarm sounded. Customer then noted there was a blood in the centrifuge. Customer stated she removed the bowl from the centrifuge, but could not tell where the blood may have leaked from. The treatment was not restarted. Customer returned kit and data key for investigation.

Manufacturer narrative:
(B)(6). A review of lot file a754 was performed. There were no nonconformance or alarms associated with this event type reported for this lot. This lot met all release requirements. A review of complaints rec'd for lot a754 was performed. There were four other complaints for centrifuge bow leaks reported to date for this lot. Three of the four complaints mention that the leak occurred very early in phase 1. No other trends detected. This assessment is based on the info available at the time of the investigation. The returned kit was rec'd for analysis and no root cause could be determined for either the crack in the base of the centrifuge bowl. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).